Event description:
It was reported that a patient burn occurred. An unknown cryoablation needle was selected for a cryoablation procedure. After the case, it was reported that the patient had frostbite caused by the tubing across the skin. It was confirmed that there was protection between the patient skin and the tubing, but the protection might have moved when moving the patient in and out of the gantry for the CT scan. The patient was referred to the burn unit for follow-up, where they received a plastics consult. The burn was treated through the burn clinic, and first- and second-degree burns were reported. The treatment type used to treat the burns has not been specified.

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park. G1: MFR site address 1: tavor building 1, industrial park. D4: product information was not provided.